Manufacturer narrative:
This is a final report. The medical event involved a training issue; hence no product investigation will be undertaken. It should be noted: the test strips reportedly used by the customer expired on november 30, 2015. The date of manufacture is unknown. The date listed in the report is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 he awoke at 3:00 am feeling "sick" so he attempted to perform a test using his adc blood glucose meter, but because he did not know how to use his meter he was unable to obtain a result, so he self-presented to a local hospital. At the hospital a reading of 310 mg/dl was received on an unspecified hospital device, he was diagnosed with hyperglycemia and treated with 20 units of insulin via intravenous infusion. Customer was also started on a new medication, humulin insulin and told to use a sliding scale for treatment decisions. Customer was discharged on (B)(6) 2016. There was no report of death or permanent injury associated with this event.